Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
The expedium system was used for the patient, who was suffering from th2 spine tumor (metastasis), for percutaneous posterior fixation at c7 ¿ th4. The reported screw was used at only c7, and x-tab cfs were used at other positions. The surgeon inserted the reported screw, after that it was installed a viper vpr insertion sleeve, a rod and a set screw. When the final fixation was performed, he surgeon heard a cracked sound and the reported tab part of the screw on the right side was broken. The final fixation was completed somehow and the surgery was finished. After the surgery, it was reported that the screw got deviated into the caudal part of right screw c7. The surgeon suspected that the cause of the deviation might be the bone fracture due to rebound of broken screw. No further information was provided by hospital.